Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a critical pump error alarm. Customer reported receiving other critical pump error after being in contact for 20 minutes in the water. Blood glucose value at the time of event was 8.2 mmol/l. No harm requiring medical intervention was reported. Troubleshooting was performed, however the customer will discontinue use of the device and it will not be returned for analysis.